Manufacturer narrative:
This report is late due to a certificate issue which resulted in a system outage from (B)(6)2021 to (B)(6) 2021. This is the only impacted report.

Event description:
During the implant procedure, a vessel was punctured while tunneling from the neck incision with a medtronic 38cm tunneling tool. Pressure was applied externally for 5 minutes and bleeding was stopped, resolving the issue.